Manufacturer narrative:
Device evaluation: the suspect product was not received. However, photos were provided by the customer. The customer provided photos were evaluated. One photo displays the suspect cartridge tip against a blue background; a piece of excess material protruding from the cartridge tip can be observed coming to a sharp point. The second photo displays the same suspect cartridge; based on the way the photo was taken, the cartridge tip cannot be seen properly; therefore, no issues were identified. Due to no product being returned, no further evaluation could be performed, and no further issues identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a-2, date of birth: information unknown/not provided. Section a-4, patient weight: information unknown/not provided. Section a-5 ethnicity: information unknown/not provided. Section d-6b, if explanted, give date: not applicable as the iol remains implanted. Section h-3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) preloaded intraocular lens (iol) has a sharp tip on the cannula (cartridge). When the doctor inserted the cannula tip into the left eye it caused a tear in the anterior capsule. The doctor said "I believe the tip scraped and cut the anterior capsule temporally during iol insertion". Reportedly, there were absolutely no problems with the iol and it remains implanted. There was no incision enlargement, vitrectomy or sutures. The patient is doing well. No further information was provided.